Event description:
Pt with significant mr/metallic valve x many yrs. Surgeon began to put in sutures in preparation for st. Jude valve and then changed his mind-requested a medtronic mosaic valve. Packaging for both products very similar ie: color. Medtronic print very small and hard to read. Staff reported it is easy to mistake the two products because of the color coding. Valve indentifier on packaging very small-"m" or "a" is printed on box and is not easily seen.